Manufacturer narrative:
Product analysis #705549291:equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361); in-house 0.0260" mandrel drawing(s) referenced: fg-15xxx-yyyy-zz rev. F as found condition: the pipeline vantage and phenom 27 catheter were returned within the outer carton; inside of a biohazard bag and a shipping box. ¿visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The catheter tip, marker, and body were examined; no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the total and usable lengths of the phenom 27 catheter were found within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were opened and frayed. However, the cause could not be determined. Possible cause for failure to open includes damaged braid. No issues were found with the returned catheter. Ls 2023-06-27. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline vantage stent that failed to open at the proximal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured carotid artery ophthalmic segment saccular aneurysm. The aneurysm max diameter was 15mm and the neck diameter was 6mm. Vessel tortuosity was normal. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During deployment the pipeline failed to open at the proximal end despite several maneuvers to try and achieve apposition. More than 50% of the pipeline was deployed when it failed to open. The pipeline was not positioned in a vessel bend. The pushwire was not rotated. The pipeline was resheathed 2 or less times. No additional steps or devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter and replaced. The replacement pipeline was delivered and deployed successfully to complete the procedure. Ancillary devices: phenom plus catheter (model: fg19120-1030-1s,  lot: 224294456), phenom microcatheter (model: fg15150-0615-1s) there was no harm or injury to the patient. No additional medical or surgical intervention was needed to prevent a permanent patient impairment. The event did not lead to or extend the patient hospitalization. Post-procedure control angiography showed good positioning of the implanted pipeline and diversion effect already started within the aneurysm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was indicated that the pipeline failed to open at the distal end and "several maneuvers were tried." Please explain the maneuvers that were tried. The pipeline failed to open in its middle/proximal third, not in its distal portion. The maneuvers recommended by the industry and proctors for users were performed. We carried out the recapture and new release of the entire stent twice and tension and relief maneuvers of the system at various times. These maneuvers did not alter the twist conformation in the stent, which was operated by its retrieval. It is important to remember that this stent was released in saline solution, and its rotation on its own axis for complete expansion was very evident.